Manufacturer narrative:
Per the additional information received, there is no allegation against the drg device. The scs system was implanted for new pain. As such, this event is no longer reportable.

Event description:
Additional information received indicates that the scs system was implanted for new pain. The drg is providing adequate therapy for the pain area that it was implanted for.

Event description:
It was reported that the patient¿s l3 drg lead was not providing adequate therapy. As such, surgical intervention took place on (B)(6) 2023 wherein the patient was implanted with a scs system to address the issue. Reportedly, patient has effective therapy post op.

Manufacturer narrative:
Date of event is estimated.